Manufacturer narrative:
The customer evaluated the device.

Event description:
The customer reported that the o2 is leaking through the oxygen manifold. The customer reported the unit was not in use on patient.